Event description:
It was initially reported by the physician that their wand is not working. Troubleshooting steps were performed, but did not resolve the issue. New wand was shipped to the site and the old wand was returned to manufacturer which is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.